Manufacturer narrative:
(B)(4). Concomitant medical products: 00620204422 ¿ trabecular metal shell ¿ 61267371, 00784801101 ¿ modular neck ¿ 61410434, 00771300600 ¿ modular femoral stem ¿ 61389291, 00630504428 ¿ liner ¿ 60820579, 00877502802 ¿ biolox delta head ¿ 2520509. Reported event was confirmed by review of medical records and radiographs noting radiolucency and osteolysis of the acetabular component. DHR was reviewed and no discrepancies were found. Xray review indicated interval development of acetabular and femoral osteolysis as noted without radiographic evidence of implant loosening or change in position. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03573.

Event description:
It was reported that patient presented with mild groin pain at 6 year follow up visit. It is noted that the patient is experiencing possible loosening of the acetabular component. Symptoms are being treated with observation and blood workup. No revision is scheduled at this time. Attempts have been made and additional information on the reported event is unavailable at this time.